Event description:
Intuvie received a report indicating that an infusion pump had an exposed wire on the nurse call light. No patient involvement was reported. No user harm was reported.

Manufacturer narrative:
Intuvie received a report from mckesson indicating that during routine preventive maintenance (pm) testing of an infusion pump, an exposed wire was observed on the nurse call light. The device was returned to intuvie for evaluation. During the investigation, the reported issue could not be confirmed, and no abnormalities were identified. A review of the device¿s serial number history revealed no similar complaints associated with this unit. As a result, the probable cause of the reported issue remains undetermined. Reference to complaint#: (B)(4).